Event description:
Additional information received from the manufacturer's representative (rep) reported the patient was doing fine. When the rep. Met with the patient they didn't see anything on the clinician programmer that seemed to be a problem. The rep. Hadn't heard from the patient since the antenna was switched.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown. Product ID 37791, product type :recharger . (B)(4).

Event description:
The consumer via a manufacturer representative reported that they were charging their implantable neurostimulator (ins) the week prior to the report and their ins got hot. Their right arm also became uncomfortable with throbbing and pain in the right arm. They charged the same as usual. When they took the antenna off the ins their skin was really hot. The recharger antenna and shoulder holster were damaged. The patient was sent a new antenna and shoulder holster. The patient was indicated for other pain indications. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.